Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A company engineer reported on behalf of the customer that the system displayed a shutter error in a case. No known patient involvement reported. Info for this case has been requested.